Event description:
On (B)(6) 2005, pt was implanted with a monarc sling. Info rec'd indicates that "the monarc was implanted in" pt "with the intention of treating the" pt "for pelvic organ prolapse". Pt claims that after, and as a result of, the implantation of the monarc, she suffered serious bodily injuries, pain, erosion of her internal bodily tissue. No further info provided.

Manufacturer narrative:
Monarc subfascial hammock is intended for the placement of a suburethral mesh for the treatment of female stress urinary incontinence (sui). Unable to determine if there was a device malfunction based on info in the lawsuit.